Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 167 mg/dl. There were no significant events leading to the anomaly. The customer was advised that the device needed to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump buttons all responded properly and no button error alarms were noted. The insulin pump was received with a cracked case at the display window corners.